Event description:
Customer reported an unexpected negative reaction on the echo. Customer had run a patient sample with a history of anti-fya ; the sample gave negative results for the screen.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on returned capture-r ready screen(3) (crrs), lot r037. The product was used by the customer at the time of the event.. The returned sample was tested with returned crrs(3), lot r037 on an in-house echo. No reactivity was observed with fy(a+b+) and equivocal reactivity was observed with fy(a+b-) reagent red cells. The sample was tested with retention crrs(3), lot r037 on an in-house echo. The sample exhibited 1+ reactivity with fy(a+b-) reagent red cells. The returned sample was tested by tube hemagglutination test using selected fy(a+) and fy(a-) reagent red cells from retention panocell-20, lot 03227, using immuadd as the potentiator. A room temperature incubation was included using two sets of parameters. No reactivity was observed in set 1 at immediate spin and at room temperature. In set 2, reactivity was observed microscopically with fy(a+b+) reagent red cells and +w reactivity with fy(a+b-) cells at the indirect antiglobulin test. It appears that the sample's antibody is exhibiting dosage. The returned sample was tested with retention crrid, lot id111on an in-house echo. Positive reactivity (3+) was observed with 1 of 3 fy(a+b-). No reactivity was observed with fy(a+b+) or fy(a-) reagent red cells. Anti-k and lu:14 were not ruled out.